Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a slight bilateral diffuse lamellar keratitis (dlk) at a 18 day post-operative exam. Topical steroids increased were used to treat the patient. The surgery center reported the dlk symptoms were resolved. There was no loss of best corrected visual acuity reported. This is 1 of 2 reports.